Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6189802. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after inserting a 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter into a patient, the nurse could not recall if she forgot to push the safety activation button or if the button didn't work and she suffered a contaminated needle stick injury from an unretracted needle. The nurse received post exposure lab work. The test results were negative and no additional medical interventions were provided.